Event description:
The customer reported that the therapy port had failed. There was no report of pt impact or involvement.

Manufacturer narrative:
(B)(4). The customer reported that the therapy port had failed. There was no report of pt impact or involvement. Philips evaluated the device and verified the failure. The power pca was replaced to resolve the issue.